Event description:
The customer reported mixed up images. Patient images are being stored in the wrong folders, and displayed images are not the image from the selected thumbnail image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane, reseated circuit boards and connectors, and reloaded software. The system operates as intended.